Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, the patient reported experiencing syncopal episodes. Pauses in pacing were observed through an electrocardiogram but the cause was not determined. No intervention was reported. Patient follow-up reported the patient to be in good condition with no new syncopal episodes.